Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The sensor was replaced and returned for analysis. The malfunction was confirmed.

Event description:
On (B)(6) 2018, senseonics was made aware of an incident where the patient couldn't get the signal to link his sensor leading to a revision surgery to place a new sensor.